Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the patient is experiencing high blood glucose levels over 600mg/dl. The insulin pump is not delivering. Advised customer to resort to back up method. Trouble shooting was performed and customer was able to fix the device. The device is not being returned. No further information available.